Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered two anti-tachycardia pacing (atp) bursts due to double counting of this right ventricular (rv) lead signal. The rhythm accelerated to become ventricular fibrillation (vf). This device delivered one electric shock which converted the rhythm. Technical services (ts) analyzed device episode data. Reprogramming and an x-ray was recommended. An x-ray was performed where it was observed that this rv lead had dislodged from the apex of the heart. This rv lead was repositioned. No additional adverse patient effects were reported. Currently, this rv lead remains in service.